Event description:
The epidural pump began to alarm that the medication bag was almost empty. When the pump was opened to change the bag it was discovered that the bag was full. The patient did not receive the desired amount of medication. Additional follow-up reveals: biomed did check out the machines and they were working properly. It was most likely user error in set up, however the pumps have no upstream alarm which would have alerted the staff to the problem.